Event description:
Customer reported discrepant results due to variability of results between days: (B)(6) 2010, inratio: 3.4; (B)(6) 2010, inratio: 3.7; (B)(6) 2010, inratio: 3.0.

Manufacturer narrative:
Investigation pending.